Manufacturer narrative:
(B)(4). Introducer tube detached from handle, clear tip sheared , broken rod. The mam3008 device was received with the rod broken in the area where the stiffener rod is pressed down. In addition to this, the introducer tube was found to be detached from handle and sheared off at the distal end; collagen plug was missing. As each device is visually inspected during the manufacturing process, no conclusion could be established as to how the damage occurred. However, a potential cause for the sheared condition is the removal of the mammomarker from the disposable probe while it's still inserted into the patient breast. Once the collagen plug has been deployed, the probe and mammomarker have to be removed together (at the same time) from the patient breast to avoid damage to the mammomarker introducer tube such as the one received for analysis. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that four of the ten mammomarkers were used in a case. The doctor has requested to have the case replaced due to lack of confidence in marker deployment. The customer has been able to finish case using another marker in a newer product received. There were no patient consequences reported.